Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow-up it was clarified that the patient's cat had chewed on the patient line resulting in the reported damage. The patient later developed peritonitis. Information related to the event of peritonitis can be found in report 1416980-2014-40041. As the sample was not returned and the lot number is unknown, a complete device analysis could not be completed. This is a report of a patient who had a damaged line due to the patient's cat chewing on the line. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a hole was noted in the tubing of the patient line of the cassette. The event was reported during dwell two of three on the homechoice. The technical service representative assisted the patient to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.